Event description:
The percusurge distal protection device was inflated to prevent "sludge" from traveling downstream and blocking flow. During this procedure the balloon, which had been inflated, failed (deflated) and allowed blood flow to continue down the artery during stent placement. Stent placement was completed successfully. There was no adverse outcome to the pt.